Manufacturer narrative:
Device analysis: the ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications.

Event description:
It was reported the patient had his artificial urinary sphincter cuff removed and replaced due to "cuff sizing is wrong and I can not pee". No further patient complications were reported in relation to this event. Additional information received states the patient presented to the veterans hospital on (B)(6) 2018 stating that the cuff was too small and he could not pee. The patient was originally implanted with a 4.0cm cuff that fit properly. After working "the urethra was tightly wrapped around" so that the patient could not pee. He requested to have a revision surgery on (B)(6) 2018. Following the replacement surgery the patients device is working well. This complaint was initially submitted to FDA via asr report q3 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.